Event description:
It was reported that this right atrial (ra) lead was undersensing, it was determined that the patient exhibited a small apical perforation that solved on its own. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. The device was not returned by the customer; therefore, no product analysis could be performed.